Event description:
The patient was an active toddler receiving milrinone at a rate of 0.5 mcg/kg. The patient's mom left the room, the nurse went to check on the patient and found that the syringe of milrinone had been removed from the pump by the patient and was in his hand. The nurse verified and confirmed that no extra medication had been delivered. This pump does not lock, instead the syringe is clamped into the pump. To avoid this from happening again, it would be helpful if there was a locking device attachment available that could be affixed to the pumps for use in the pediatric population.